Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted a spark and the unit would no longer heat. Our investigation revealed that wires had been pulled from the circuit board causing a resistor to short out. Pulling the wires from the circuit board requires excessive force and is most likely caused by the switch getting stuck in something like a recliner. The supplier of the switch has enacted several CAPA projects to reduce the likelihood of this recurring.